Manufacturer narrative:
The investigation determined that the guide was fabricated per protocol and that the surgical guide consultant did not provide the suggestion that the doctor alleged. The narrow instrumentation that the doctor referenced has been discontinued since 2014. After receiving the guide and contacting anatomage prior to surgery, the surgical guide consultant recalled warning the doctor against using incompatible instrumentation and informing him of the associated risks, but he chose to proceed with surgery. Based on the doctor's purchase order history, it seems he actually did have regular instrumentation, but may have been unaware or simply misplaced them. Regardless, the doctor has been given a copy of our product catalog in case he would like to purchase any of our current instrumentation.

Event description:
The doctor had an old anatomage kit which only included narrow and wide instrumentation, but his guide was made for regular instrumentation. The doctor contacted anatomage regarding the instrumentation difference prior to starting surgery and claimed that the surgical guide consultant suggested using the instrumentation with the regular sleeve. The patient did not want to reschedule surgery, so the doctor decided to proceed. Since he never free-hands, he used the guide as much as possible. He tried placing his narrow handle into the regular sleeve, but it moved around too much. He then removed the handle, and attempted to "free-hand" by placing the 2.0 pilot drill through the sleeve and trying to keep it as centered as possible. After completing surgery, the doctor was not satisfied with the implant placement, and he subsequently removed it and grafted the patient.